Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. A risk review was completed and confirmed that the event of failure to capture was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this right ventricular (rv) lead exhibited high capture thresholds and loss of capture (loc). Additionally, impedance measurements dropped. Technical services (ts) was contacted and recommended an x-ray to confirm lead integrity since they suspected perforation. It was noted that the patient experienced pain during implant with lead testing. This rv lead was explanted and successfully replaced. No additional adverse patient effects were reported. Information subsequently received confirmed there was a perforation; therefore, the lead was revised. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited high capture thresholds and loss of capture (loc). Additionally, impedance measurements dropped. Technical services (ts) was contacted and recommended an x-ray to confirm lead integrity since they suspected perforation. It was noted that the patient experienced pain during implant with lead testing. This rv lead was explanted ans successfully replaced. No additional adverse patient effects were reported.